Manufacturer narrative:
No conclusion code available. The reported reset was confirmed in the laboratory. The device was tested on the bench and an abnormal component in the hybrid was found to be the cause of the reported reset.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when asymptomatic patient presented to the clinic for a routine appointment, the device was found to be in backup vvi mode. The patient did not feel vibratory alert for an unsuspected power on rest. The device was explanted and replaced. The patient condition is stable.